Event description:
It was reported the system shut down without command. There were no reports of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.